Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that at 11 a.m., an attempt was made to insert a power PICC 4 french double lumen catheter. However, the PICC had issues when I inserted the guidewire¿it got stuck and was very difficult to remove. When it finally came out, the tip was twisted as if it had formed a knot, and it came out with a piece of skin attached. After that, another PICC from another batch was used. This time, the insertion of the power PICC 4 french double lumen catheter was successful, with 9 cm of internal insertion and 0 cm external. The vessel was occupied, arm circumference was 10 ch. Aseptic technique was used, 2 ml of anesthetic was applied, and an occlusive dressing with gauze and transparent film was placed. The procedure was approved after x-ray by physician. It was reported this occurred with three devices. This report addresses devices 2 and 3.